Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to remove the access sheath, it became ¿tacky¿ and difficult to remove causing mid ureter trauma. The condition of the patient at the conclusion of the procedure is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.